Event description:
It was reported during implant of the implantable pulse generator (ipg) system, the right ventricular (rv) lead could not be screwed in. At first, the lead was screwed in about ten times and there was no sign that it was in the myocardium, so the lead placement position was changed. The lead was unscrewed and repositioned, so it was rotated ten times in the reverse direction, but the lead did not move away from the myocardium; furthermore, the lead was rotated in the reverse direction and the lead seemed to pull away from the myocardium, but it did not come off, so it was decided to perform traction. The lead could be removed with traction, but the tip was attached to the myocardial tissue; attempted to remove it, but it could not be removed at all, so the screw-in could not be performed. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.